Manufacturer narrative:
A field service engineer (fse) went onsite and gathered the clinical audit logs. The fse completed performance tests on the device, and the device passed. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device did not generate an spo2 alarm on multiple occasions. It was indicated the patient was being monitored with an ear clip spo2 sensor. There was no report of patient harm; however, good faith efforts are being performed for clarification.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and tested the high and low limits for spo2 and ECG on the monitor using a sim cube, and the monitor and central station alarms were working properly. The problem was not reproduced. A philips clinical specialist (cs) reviewed the alarm logs and determined that the monitoring system worked as it should, and the issue that the nurse was describing was due to a misunderstanding of alarm latching. The cs went onsite and did an education on alarm latching with the staff, so they understood how it works. The complaint was escalated for technical investigation and the results indicate that there were multiple low spo2, desat, and inop alarms from 00:49:45 to 09:10:19. More specifically, there were multiple inop alarms for spo2 "sensor off" and "sensor ended" alarms. Alarms were acknowledged at the pic ix and at the monitor. Based on the information available and the testing conducted, the cause of the reported problem was the user, as the device functioned as intended. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
Philips received a complaint on the patient information center ix indicating that on (B)(6) 2025, bed ep10-725 monitoring a patient did not generate an spo2 alarm on multiple occasions. It was indicated the patient was being monitored with an ear clip spo2 sensor. It was further clarified that this occurred that the device did not generate an alarm for spo2 multiple times during the shift and varied from 30 seconds to longer. The spo2 was fluctuating above and below the alarm limit, and the event was witnessed by staff. There was no delay in care as the nurse was assigned for 1:1 care. There was no intervention required, and the patient recovered. The timeframe of the issue was described as from midnight on fse pulled the logs and vital information.